Event description:
Philips received a complaint on the mx40 telemetry device indicating that yellow and red alarms were not sounding as expected for a specific patient. The device was in clinical use at the time of the event. There was no adverse event reported.

Manufacturer narrative:
The issue was escalated to a philips clinical product specialist (cps). The cps was able to reproduce the issue. The heart rate yellow alarm shows with the max deviation value instead of the actual value. A software change request was opened for further review of the issue. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Manufacturer narrative:
The issue was escalated to a philips clinical product specialist (cps). The cps was able to reproduce the issue and a software change request was opened in the azure devops database addressing heart rate yellow alarm shows with the max deviation value instead of the actual value. An update to the software is expected to be released at a later date. If additional information is received the complaint file will be reopened.